Event description:
It was reported that the device does not recognize any cassette attach to it. Error: cassette not attached properly. Reattached cassette. The event occurred during pre-test, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion seal. The event history log was reviewed. Functional testing was able to duplicate the issue. It was determined that the contaminated downstream occlusion sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.